Event description:
A patient underwent a reusable biopsy procedure using through the encor enspire system's. It was reported that during a stereotactic setup, the encor enspire system's touchscreen was sticking on one of the slices like it wanted to sample the same area twice. Additional clarification was received stated that the touchscreen wouldn't advance to the next sample location, even though multiple locations were selected by the user, only the 12 o'clock position was being sampled. The 12 o'clock position was sampled twice. The user kept attempting to select the next sample location and eventually was able to collect other tissue samples to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the serial number is unknown, and device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the unintended movement issue could not be determined based upon the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the serial number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a reusable biopsy procedure using through the encor enspire system's, it was reported that during a stereotactic setup, the encor enspire system's touchscreen was sticking on one of the slices like it wanted to sample the same area twice. Additional clarification was received stated that the touchscreen wouldn't advance to the next sample location, even though multiple locations were selected by the user, only the 12 o'clock position was being sampled. The 12 o'clock position was sampled twice. The user kept attempting to select the next sample location and eventually was able to collect other tissue samples to complete the procedure. There was no patient injury.